Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed no delivery followed by a frozen pump. Customer's blood glucose was 97 mg/dl at the time of incident. Troubleshooting found that the customer changed the battery but the alarm would not clear. No further details given.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarms were noted. The pump passed the leak test. The pump was received with all buttons responding properly. The pump was monitored for 24 hours and no frozen screens were noted. No damage or moisture damage on the keypad assembly were noted. No unlocked keypad connector noted. The pump was received with minor scratches on the display window and case.